Manufacturer narrative:
Device not made available to manufacture.

Event description:
Information provided states the rep had previous issues with the pressure cap becoming unseated on two sfs screws while being implanted. Rep stated that this occurred during two different surgeries. No other information provided.